Event description:
It was reported to bsc/target that during procedure, the doctor selected the vessel and checked the position by flushing and found that the contrast leaked beside the micro-catheter so he changed to the new one. Upon evaluation it was discovered that the spinnaker had been ruptured, therefore the complaint became an MDR.